Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06024. It was reported the patient experienced ineffective therapy. Diagnostics discovered high impedance on leads and x-rays showed a possible lead fracture. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Corrections performed to section d4, d6a and h4. The reported allegation the system was auto reducing was confirmed. Microscopic inspection revealed that the lead had a kink 24.5cm from the stimulation end where all of the internal wires were broken, and a cam impression from the swift-lock anchor. The fracture would have contributed to the patient¿s ineffective system. As there was no breach of the outer tubing and the high impedance was observed prior to the revision, the fracture is consistent with overstress the lead was subjected to while in vivo.

Event description:
Additional information received through product investigation indicated that both of the patient's leads had fracture/kinks.